Event description:
Caller reported blood glucose results of 420 mg/dl, 117 mg/dl, and 236 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 420 mg/dl, 117 mg/dl, and 236 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.